Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated patient harm(foreign body reaction).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017) litigation alleges plaintiff experienced pain, discomfort, instability, disfiguration, pseudotumor growth, synovial fluid collections, and elevated cobalt chromium metal ion toxicity. No medical records or prod/lot information available. Will report liner, head, and stem for alleged harms.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (patient). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update aug 1, 2017: pfs received. In addition to what was previously alleged, pfs alleges dislocation, femur fracture, peripheral neuropathy, bone damage and osteolysis, and use of assistive ambulation device. This complaint was updated on aug 8, 2017.

Event description:
Aug 1, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pain, aseptic loosening of the right acetabular and femoral component, metal on metal and polyethylene wear debris. Revision note reported some gray stained tissue consistent with metal on metal debris, loose acetabulum and femoral component, trochanter extensive lysis, nonfunctional abductors, metallosis consistent with pseudotumor, extensive polyethylene wear debris, no bony ingrowth in the acetabular component, the proximal 15-20 cm femoral canal non-union from a previous fracture, no instability or subluxation. Laboratory values for cobalt-chromium showed below 7ppb. Synovial fluid wbc and crp were elevated. Pathology report noted inflammation in the acellular debris, blood elements, and synovial tissue. X-ray showed fracture, heterotopic ossification. On (B)(6)2015, patient was admitted for sharp pain, had experienced post-op hematoma. Part and lot information were provided. Added cup and three screws due to loosening. This complaint was updated on: aug 16, 2017.